Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer called stating their customer's floor lock is sticking and will no engage.